Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during replacement of the associated device due to the elective replacement indicator (eri), insulation damage to this right ventricular (rv) lead was observed near the device. It was also reported that, prior to the procedure, oversensed noise was observed. The rv lead was subsequently surgically abandoned and successfully replaced. No adverse patient effects were reported